Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30424988l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, after transseptal puncture with an unknown transseptal needle, the ablation catheter was advanced through the pericardial cavity and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. Patient was reported in stable condition after pericardial drain. It is unknown if extended hospitalization was required. Patient had fully recovered from the event. The physician believes the issue occurred due to pushing too hard with the ablation catheter. No ablation was ever performed. No bwi product malfunctions were reported. Since this event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.